Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump site reminders were not longer being received. Tandem technical support reviewed pump data and no issues were identified. Although multiple attempts were made by tandem technical support for additional information, customer did not reply. There was no reported impact to blood glucose.